Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella ld device for mechanical circulatory support. While on support, bleeding was noted from multiple sites, purge flow slightly decreased increasing purge pressure, suction, and dumping of blood into chest tubes was noted. Packed red blood cells and blood products were administered for bleeding. Suction resolved by turning pump down to p8 setting. Patient survived the procedure.